Manufacturer narrative:
MFR completed the entire form. Additional MFR narrative: one used product sample was received for evaluation with the plug removed form the stopcock body. Visual inspection of the returned sample noted no moulding issues at the plug or body. Similarly, no issues were found at the mating ring areas of either component. However, damage was found at the plug and stopcock body that is consistent with the user forcing the plug to turn in the opposite direction than intended. The investigation found no evidence to suggest that the reported event was device-caused.

Event description:
The reporter stated that the device became disassembled during use. There was no reported pt injury or treatment associated with this event.